Event description:
The patient presented to the clinic due to episodes of syncope. During interrogation, noise resulting in oversensing and pacing inhibition were observed on the device. Technical support was contacted and the device was reprogrammed as a temporary solution. The patient was stable.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of sensing noise, and pacing output anomalies were not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including lead impedance, crosstalk, and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.